Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that the pump had red and green horizontal lines running across the display screen. The customer's blood glucose was 68 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.